Event description:
It was reported that during reprocessing that a mega needle driver instrument cables were broken and sticking out of the jaws. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely and was not damaged. The cable segment sticks out at the instrument's wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.